Event description:
In 2008, correspondence was received from a competitor company reporting that the pt was experiencing unexplained occlusion errors approx a month prior, during basal and bolus delivery, and when the insulin cartridge is low. The patient's mother reported that the patient experienced elevated blood glucose of less than 200 mg/dl and infusion site changes do not resolve the issue. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.